Event description:
While 67 year old male was being scanned, head 2 detector dropped and touched pt, pt was examined at the hosp, no injuries were found. Apparently the radius ball screw broke at the junction of the motor, allowing the detector to drop downward.